Event description:
It was reported that the patient underwent redo-aortic valve replacement (valve-in-valve) and redo-mitral valve replacement (valve-in-valve) after an implant duration of approximately 10 months due to severe stenosis of both valves. Of note, this report will address the mitral device. Per the op report, patient presented with early valve degeneration. Given his severe comorbidities, redo valve replacement was scheduled. Ef pre: 50% with severe mitral stenosis. The patient underwent transapical mitral valve replacement with another edwards prosthetic valve. The valve was well seated. No operative complications reported.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). In this case, the op report documents early valve degeneration. Unfortunately, the valve was not explanted from the patient; therefore, edwards could not assess the device for any findings. There is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information. Of note, this patient also had aortic valve replacement for stenosis of an edwards valve. Please reference MFR report #2015691-2013-20415.